Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of the operative report? Does ethicon have your permission to contact the patient's surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the surgeon¿s name, contact information and sign release of medical information form attached. Adverse events associated with patient's second event reported via mw # 2210968-2021-05677.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date in (B)(6) 2021 and the mesh was implanted. It was reported that two weeks after the procedure, the wound began to open and the tissue was exposed. A tomography performed ruled out that the tissue was intestine. A biopsy revealed tissue inflammation suggestive of an allergic reaction. The mesh is still implanted in the patient. Treatment provided included skin closure, but no drug treatment for allergic reaction. Additional information was requested.